Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer didn't properly removal the air from the cartridge. Tandem technical support educated the customer the proper air removal procedures. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.